Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation instruments and spinal instruments. It was reported that the awl tap tip was binding with two different navlocks. They believe the awl tap tip was damaged. There was no delay and no impact to the patient outcome. Additional information was received stating that there was contact with the patient. The cause or potential contributing factors of this issue has not been determined. Potentially either the use of competitive instruments within the navlock or the weight of the powerease pulling down upon the instrument while spinning, essentially bending the tap and causing grooves within navlock.